Manufacturer narrative:
Date of initial report: (B)(6) 2017 .date of follow-up report: (B)(6) 2017. (B)(4). Evaluation summary: the device was returned and evaluated. The investigation confirmed the customer's report of not detecting sponges. The console was unable to connect to the blair-port wand. Inspection of the device found that the bnc connector was detached from the boost board preventing this connection. The investigation isolated the failure to the loose bnc connection. The bnc connector was reassembled. The unit was powered on and the console functioned as intended with no errors. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during testing of the rf assure console, the device would not detect a sponge. No patient was involved in this event. The customer stated that there is no further information is available.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during testing of the rf assure console, the device would not detect a sponge. No patient was involved in this event. The customer stated that there is no further information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.